Manufacturer narrative:
Additional patient code for f10: 2091. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 5 months after the dental implant and abutment were placed in ada site 26 in the mouth, the implant did not integrate in type ii bone. Clinician noted the patient's infection, pain, bleeding and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that almost 5 months after the dental implant and abutment were placed in ada site 26 in the mouth, the implant did not integrate in type ii bone. Clinician noted the patient's infection, pain, bleeding and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.